Event description:
It was reported that the customer received a compromised force sensor system alarm. After clearing the alarm the insulin pump was reset and asked to rewind. Insulin was squirting out during the manual prime process. The customer noted a crack at one end of the insulin pump. Her blood glucose level was 223 mg/dl. She was advised to disconnect from the insulin pump and revert to a backup plan. The product will return. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The functional testing could not be completed due to the alarm. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads, a cracked belt clip slot and moisture damage on the liquid crystal display resilient cover.